Event description:
Per the clinic, the patient experienced pain behind ear and developed a skin flap breakdown and necrosis, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a surgical wound dehiscence. Device analysis report attached.